Event description:
After two passes were made with a retriever to treat a left internal carotid artery occlusion, there was no back flow from this balloon guide catheter during retrieval. The physician withdrew the system. However, there was no back flow from the sheath either. The sheath was withdrawn and a thrombus was seen at the tip and inside the sheath. Another sheath was placed and an angiograph was performed. There was a thrombus under the puncture site. An incision was made at the right femoral artery and the thrombus was removed. The patient wad reported to be doing well post procedure.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, patient thrombosis is noted as potential complication associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device was disposed.